Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture unknown baker grade. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor smooth round high profile 290cc saline breast implants which the patient reported that the left implant doesn't fit the breast, and is higher than the right implant and the patient experiencing pain, tightness, and uncomfortable with the right side. These issues occurred after implantation. The issue of right-side capsular contracture unknown baker grade confirmed by the physician. As a result, patient underwent bilateral removal and replacement with different implants on (B)(6) 2020. This report is for the right side.